Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) levels were in the high 300s (mg/dl). The customer changed the pump supplies and insulin delivery was resumed. It was reported that the following day, the customer received another occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 370 (mg/dl) and a manual injection was administered to address the bg level. System check was performed and the occlusion was found to be within the cartridge. The customer loaded a new cartridge and insulin delivery was successfully resumed.